Manufacturer narrative:
The investigation concluded that a lower than expected result was obtained from a vitros chemistry products liquid performance verifier ii (lpv2) quality control (qc) fluid, using vitros chemistry products amon slides on a vitros 5600 integrated system. The investigation determined that the most likely cause was an instrument related issue. A field engineer (fe) performed service actions which included cleaning the microslide cm/rt ring and replacing the microslide incubator evaporation caps. Upon completion of the service actions, within run precision testing was performed which yielded results that were within acceptable guidelines. A review of qc data after the service actions were performed showed that acceptable vitros amon precision was obtained post service. However, because precision testing was not run on the instrument prior to the completed service actions, an instrument related cause could not be entirely confirmed. In addition, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros amon reagent lot 1018-0250-1846.

Event description:
A customer reported unexpected results obtained from a quality control (qc) fluid sample using vitros chemistry products amon slides in combination with a vitros 5600 integrated system. The qc fluid was vitros chemistry products liquid performance verifier ii (lpv2) lot g6496. Lpv2 lot g6496 vitros amon result of 130.78 umol/l vs the expected result of 193 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected result was attained from a qc fluid. There were no reports of affected patient results and there were no allegations of patient harm. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).